Manufacturer narrative:
Unit had unresponsive button due to corroded keypad trace. No button error alarms occurred. Unit had loud motor noise during rewind due to faulty motor. Cracked belt clip slot and scratched on display window noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 356 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.